Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. External reference: (B)(4). Information was updated on the database 19-jun-2024. The adverse event value of "unexpected/unanticipated" has been changed to "expected/anticipated". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30850189l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster inc., it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an qdot-micro, bi-directional, d-f curve, c3, split handle and the patient suffered thrombus that has embolized to the lung. Thrombus that has embolized to the lung, the event start/end date is (B)(6) 2022. Per the study investigator the severity is moderate, and the adverse event is serious, and the patient did not die. It is considered a serious deterioration in the health. The event was considered a life-threatening illness or injury. The event is not a permanent impairment of a body structure or a body function including chronic diseases. Intervention/treatment was required with medication. In-patient or prolongation hospitalization was not required. No cardioversion, or surgery was required. Per the study investigator the relationship to study procedure is probable and relationship and the relationship to study device value is not related. The event was unexpected/unanticipated. The patient outcome is recovered/resolved.